Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-00710. It was reported that the patient was not receiving effective therapy from their system due to auto reducing. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. During the procedure, it was noted that the wires were twisted around the ipg, due to the patient's habit of flipping their ipg, and causing the lead to fracture. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.